Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A representative reported via interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer stated that she pulled out the infusion set several times because she forgot it was there and pulled the tubing when undressing. The customer stated that she started taping a loop of tape to her abdomen and that helped. The customer stated that her endocrinologist cut her rates by half and she is not having lows anymore.